Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported guide separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and observations from returned device, a definitive cause for the reported guide separation could not be determined. Factors that may contribute to guide separation, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, or aggressive downward or torsional pressure during removal of the device. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from no to yes. H6: component code 4755 was removed. H6: investigation findings code 3221 was removed. H11 - additional manufacturer narrative: revised.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported guide separation could not be determined. Factors that may contribute to material separation, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, or aggressive downward or torsional pressure. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, after deploying the suture, it was observed the plastic part came off the metal part with the needle visible. Surgical intervention was performed and the separated portion was removed. Manual suturing was then used to achieve hemostasis of the right common femoral vein. The left common femoral vein was used to complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.